Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for ammonia, urea and bilrubin on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.